Manufacturer narrative:
B5; additional information received; it was reported that there were no specific calcifications/tortuosity/thrombus noted to have contributed to the endoleak. A4; it was noted that the last documented weight was in april 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a thoracic aortic aneurysm. It was reported approximately 5 years post the index procedure, follow up CT scan identified a suspected type iiib endoleak, likely due to fabric tear(s). Per the physician the cause of the suspected type iiib endoleak is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: corelab reviewed CT imaging taken the 5th of may 2020. A new undetermined type endoleak was noted. No fracture, stent ring enlargement or stent ring migration were identified. The maximum aortic diameter measured 52.1mm. A possible ic endoleak was also seen from the left subclavian artery. CT imaging taken on the 12th of april 23 was also reviewed. The persistent undermined type endoleak was also seen. No fracture, stent ring enlargement or stent ring migration were identified. The maximum aortic diameter measured 58.2mm with an aortic enlargement of +6.1mm from the previous imaging. The possible ic endoleak from the left subclavian artery was also observed. CT imaging taken on the 10th of april 24 was reviewed by corelab. The persistent undermined type endoleak was again noted. No fracture, stent ring enlargement or stent ring migration were identified. The maximum aortic diameter measured 63.1mm with an aortic enlargement of9.2mm in comparison to the imaging taken on the 5th of may 2020 the possible ic endoleak from the left subclavian artery was again observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.